Event description:
It was reported by service report that the head left siderail is damaged. During investigation, a ground prong was also found to be missing. No pt involvement or adverse consequences are reported.